Event description:
Four days following an ablation procedure, a pleural effusion occurred. The ablation procedure was successfully completed on (B)(6) 2019. On (B)(6), the patient had complained of chest pain, shortness of breath, weakness, and nausea. A chest x-ray revealed a small pleural effusion and airspace in the thoracic cavity.

Manufacturer narrative:
A pleural effusion occurred one week following the procedure. This was procedure related and not related to the performance of the device. Pleural effusion is a known procedural outcome of ablation procedures.